Event description:
Sorin group (B)(4) received a report of a double roller pump on the c5 console that had a control knob that was difficult to turn. No pt injury was reported.

Manufacturer narrative:
Sorin group (B)(4) manufactures the c5 console. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a double roller pump on the c5 console that had control knob that was difficult to turn. No pt injury was reported. The customer reported that the shaft encoder with cable harness was replaced to resolve the reported issue. The shaft encoder has been returned to sorin group (B)(4) for eval. The investigation is on going. A f/u report will be filed when the investigation is complete.